Event description:
Contamination before use. When customer opened the package and checked inside, there was a piece of hair. (Hosp.) No pt complications. Returned device.

Manufacturer narrative:
Device not returned.